Event description:
It was reported that during a veterinary medial luxating patella surgical procedure on a canine, it was observed that a green and brown liquid came out of the attachment device. According to the report, the fluid leak was located where attachment tightens. The reporter stated that the green and brown liquid entered the open knee incision on the canine patient. The area was flushed thoroughly with saline. As a result, there was a twenty minute extension of the surgery time. It was not reported if a spare device was available for use. An additional prophylactic antibiotic was also prescribed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.